Event description:
On (B) (6) 2007, I had the american medical systems monarc subfascial hammock mesh inserted into my body for stress incontinence. Immediately after this surgery, my problems began. On going bladder infections, non stop ongoing vagina pain, burning, pressure, mesh erosion, obturator nerve pain on right groin side, extreme pain during sex, quality of life changed.